Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-may-2017, fse arrived at the site to address the reported event. Fse replaced the small syringe tip, then ran several patient samples with good results. Next, he had the customer run quality control (qc). Results were within the established ranges. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the small syringe tip.

Event description:
On (B)(6) 2017, the customer reported that during a run he began getting no peaks, then detected errors, and found a chromatogram missing all peaks with their g8 analyzer. He verified that all the buffers were in place along with sufficient hemolysis wash. The customer was advised by technical support (ts) to replace the sample needle and call back with the results. The customer called back stating that the issue had not resolved. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.